Event description:
Use of a cavitron jet unit resulted in a patient developing subcutaneous emphysema. The rdh performing the procedure noted upon switching the unit on that the patient jerked and swelling was immediately visible. As a result, the patient was transported the emergency room and subsequently diagnosed with the aforementioned condition. The patient is reportedly "living and breathing well," but claims to have suffered residual injury to facial nerves as a result of this incident.